Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the catheter break was not determined. The catheter break was not identified before any device preparation was performed. It was unknown if there was any damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the echelon 10 45° pre-shaped tip microcatheter, an aneurysm was present in the ophthalmic artery. Upon opening the microcatheter and preparing to shape it, the tip was found to be broken and unusable. There was no friction or difficulty durng delivery. Another microcatheter was subsequently used, successfully positioned, and a spring coil was delivered, completing the surgery with a single embolization. The access vessel was the femoral artery with a diameter of 6 millimeters, and the vessel tortuosity was minimal. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. No patient symptoms or complications were associated with this event.